Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7059559, medical device expiration date: 2022-04-30, device manufacture date: 2017-02-28. Medical device lot #: 7023633, medical device expiration date: 2022-03-31, device manufacture date: 2017-01-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using the 18 g x 1 1/2 in. Bd¿ blunt filter needle(s), foreign matter (particles) are released during use. These particles were found in the infusion bags after using the needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: two bags of saline solution were returned to the (B)(4) plant for evaluation. They were inspected with the naked eye, and a 10x microscope. No foreign matter was observed in the bags of solution, therefore failure mode is not confirmed. DHR review: batch 7059559 ¿ forty-five visual inspections were performed on 2,700 parts with zero defects noted. Cleaning was performed seven times during the packaging of this batch. Assembly batch 7060582 had 156 visual inspections performed on 7,950 parts with zero defects noted. Cleaning was performed 19 times during the assembly of this batch. Batch 7023633 ¿ thirty-five visual inspections were performed on 2,100 parts with zero defects noted. Cleaning was performed five times during the production of this batch. Assembly batch 7024533 had 156 visual inspection performed on 7,950 parts with zero defects noted for fm. Cleaning was performed 24 times during the assembly of this batch. All cleaning was performed per procedure. No quality notifications were written for these batches, nor for the associated assembly batches. Qn review: no notifications were written for these batches, nor for the associated assembly batches. Investigation results: two bags of saline solution were returned. They were inspected with the naked eye, and a 10x microscope. No foreign matter was observed in the bags of solution. Possible root cause: the defect could not be confirmed ¿ not applicable. Investigation results: two bags of saline solution were returned. They were inspected with the naked eye, and a 10x microscope. N foreign matter was observed in the bags of solution. Possible root cause: the defect could not be confirmed ¿ not applicable.